Event description:
A 24 mm diameter x 14 mm diameter x 13.5 length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was occluded 14 days after the stent graft was implanted. The details of the occlusion are unknown. The physician elected to access the left iliac limb and a transcatheter thrombolysis was performed. No additional clinical sequelae were reported and the patient is fine.